Manufacturer narrative:
H6: continued: health effect - clinical code: 2687 foreign body in patient. Health effect - impact code: 4652 exposures to contaminated device/risk of infection, 4641 unexpected medical intervention. Medical device problem code: 2895 contamination /decontamination problem, 4048 failure to clean adequately. Component code: 4761 access port. Type of investigation: 4118 types of investigation not yet determined investigation findings: 3233 results pending completion of investigation investigation conclusions: 11 conclusions not yet available pentax medical pai region performed a good faith effort (gfe) and received a response via email on (B)(6) 2026. The endoscope was reprocessed in accordance with high-level disinfection (hld) procedures. The ligation band detachment into the patient occurred on (B)(6) 2026. The endoscope had previously been used on (B)(6) 2026 for a procedure involving ligation band deployment and was subsequently reprocessed according to hld procedures. The endoscope was then used for one procedure on (B)(6) 2026 and reprocessed, and again used for one procedure on (B)(6) 2026 and reprocessed. No patient harm has been reported in association with the procedures performed on 28-(B)(6) 2026. The ligation band that detached inside the patient was identified as cook medical (cook endoscopy) 6 shooter® universal saeed® multi-band ligator, model mbl-6. The cleaning brush used during endoscope reprocessing was a single-ended channel cleaning brush manufactured by keir surgical (vancouver, canada), model cb-0005-230. The automated endoscope reprocessor (aer) used was manufactured by medivators. The drying system used was the pentax medical aquatyphoon. The patient was discharged home and is scheduled for follow-up blood testing. To date, no infection or other patient harm has been reported. The endoscope is currently pending return to pentax medical for further evaluation. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information. Related MDR numbers: eg29-i10_(B)(6)_scope band fell in-patient stomach, 9610877-2026-00010_eg29-i10_(B)(6)_possible cross contamination, 9610877-2026-00011_eg29-i10_(B)(6)_possible cross contamination.

Event description:
On 30-jan-2026, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i10, serial number (B)(6) in canada within the pai region. During an endoscopic procedure on (B)(6) 2026, a ligation band that had been used on (B)(6) 2026 came out from the instrument channel of the endoscope and fell into the patient's stomach. The endoscope and the ligation band were removed from the patient's body, and the procedure was completed using a different endoscope. The patient was discharged home, and blood tests were scheduled for follow-up. The endoscope had been cleaned according to the IFU after use on (B)(6) 2026, and high-level disinfection was performed using an automated endoscope reprocessor. The endoscope was subsequently used on one case each on (B)(6) 2026 and was reprocessed after each use. On (B)(6) 2026, during use on the patient concerned, the ligation band originating from the patient on (B)(6) 2026, which had remained in the instrument channel, came out and fell into the stomach. This event occurred during use. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable because the device was manufactured prior to UDI regulations. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation. Conclusions-updated. Additional information: h11: evaluation summary.evaluation summary: the reported event was that a band fell into the patient's stomach during a procedure. No patient harm has been reported to date. Based on the investigation and repair records, it was considered that a band used during a previous endoscopic examination remained inside the channel and was not removed during reprocessing. It was also considered that the cleaning brush used was not a pentax-recommended product, and therefore the remaining band may have not been removed during cleaning. In addition, it was considered that verification for foreign objects inside the channel prior to the procedure may have not been performed, and the band was subsequently pushed out into the patient by an endoscopic accessory during the procedure. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified due to the timing of this unit's production prior to UDI regulations, the actual date shipped was confirmed as (B)(6) 2017. There were no reworks or concessions. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.